Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
Baxter (B)(4) received a report that one (1) infusor ruptured during filling. It is unknown with what the device was filled. There was no report of patient involvement, injury, or medical intervention. No sample available. No additional information.